Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: during service and repair of the device, the event was confirmed, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper and lower cases were broken, the battery release was contaminated, one side bail cover was broken, the lead flex cover was corroded, the battery contacts were compressed, the ring bail was bent, the keyboard was scratched and delaminating and the battery drawer o-ring was missing. Further analysis was performed on the main pcb. This analysis could not reproduce the reported event or the reported shutdown that occurred during repair of the device.

Event description:
It was reported that the external pulse generator would momentarily power up but then shut down. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.